Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2022 and the suture was used. During surgery, when suturing, the threads pulled off. There were no adverse patient consequences reported. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested and the following was obtained: was there any adverse consequence associated with the patient? No patient consequences reported. Events submitted via 2210968-2022-09048, 2210968-2022-09050, and 2210968-2022-09051. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 12/13/2022 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information:  d9, e1, h3, h6 h6 component code: g07002 - no device problem found h3 evaluation: the product was returned to ethicon for evaluation. Visual inspection and functional test evaluation were conducted on the returned devices. Visual analysis of the returned sample determined that one open box with five unopened samples of the product were received. In order to evaluate the condition of the returned samples, the packets were opened, and the swage and attachment area was noted to be as expected. The sutures were dispensed without problems and examined along the strand with no anomalies observed during the evaluation. A functional test was performed and the pull force result was above the minimum requirements. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Representative samples returned to support investigation of multiple device issues captured in reports 2210968-2022-09048, 2210968-2022-09049, 2210968-2022-09050, and 2210968-2022-09051. Analysis results have been included in follow-up reports for each.